Event description:
It was reported that patient presented in clinic for further evaluations due to noise seen on the right ventricular channel via merlin.net transmission. Noise was reproducible with isometric testing and palpate around the implant site. On (B)(6) 2019, the patient presented for lead revision. When connected to the pacing system analyzer, noise was not reproducible. It was noted insulation anomaly was seen on both right ventricular and right atrial leads. All electrical measurements were in range. Both leads and the pacermaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
External insulation abrasion was noted at 9.3 cm to 9.5 cm from the connector pin consistent with friction to the ICD can. This is consistent with the observation from the field of noise and insulation damage.